Event description:
Clinical specialist reported patient informed him of a leakage in the system. Clinical specialist stated the patient is off of the pump and back to injections. Clinical specialist reported wetness was discovered when touching the pump and seen on the outside of the pump. On call back patient reported the leak was in the pump chamber that holds the cartridge. Patient stated she discovered when leak in the pump chamber where the cartridge is located when her blood glucose level went high; she looked at the pump and noticed insulin was leaking. Patient reported she does not know where the leak originated. Patient reported the she noticed the issue a month and a half ago; exact date was unknown. Patient discarded the alleged cartridge. Product was replaced and requested return of the pump and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Product was discarded.